Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited oversensing due to patient having very large wide qrs complexes. No intervention or procedure was reported. No patient condition was reported.